Event description:
The ge oec 2800 fluoroscopy sys was reported to not boot.

Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the error. Sys functioned normally with no error log generated from initial complaint. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.